Manufacturer narrative:
An event of infection was reported to abbott. The infection has since been resolved. It was conveyed that the infection originates at the lead site(s) and the entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
Reference manufacturer numbers: 3006705815-2021-03542, 1627487-2021-15764, 1627487-2021-15765. It was reported that the patient experienced an infection at the scs lead site. In turn, the patient underwent surgical intervention in (B)(6) 2021 wherein the system was explanted. The infection has since resolved. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.